Event description:
It was reported that the patient had "comfort issues" requiring a pocket revision. During the revision of the pocket, it was reported that a lead integrity alert was triggered due to electromagnetic interference from cautery. It was also reported that the patient received two inappropriate shocks due to the detections not turned off prior to the revision. It was noted that an induction was performed and the device detected and treated appropriately. The pocket was revised and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: 6947, implanted: (B)(6) 2011. (B)(4).